Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a (B)(6) female patient (166 lbs) underwent afib - paroxysmal (afib) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the afib ablation the patient developed a pericardial effusion. There was a decrease in blood pressure. The effusion was diagnosed using intracardiac echo. A pericardiocentesis was performed, removing 625ml of fluid. The caller stated the patient status was stable, and they were transferred to the intensive care unit (ICU) for observation. The patient required a hospital stay to monitor her pericardial effusion. Physician believed the injury occurred during transseptal access. Bwi products were not believed to have caused the issue. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter pass all the specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient ((B)(6) lbs) underwent afib - paroxysmal (afib) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the afib ablation the patient developed a pericardial effusion. There was a decrease in blood pressure. The effusion was diagnosed using intracardiac echo. A pericardiocentesis was performed, removing 625ml of fluid. The caller stated the patient status was stable, and they were transferred to the intensive care unit (ICU) for observation. The patient required a hospital stay to monitor her pericardial effusion. Physician believed the injury occurred during transseptal access. Bwi products were not believed to have caused the issue. The adverse event was discovered post use of bwi products. Transseptal was performed with baylis nrg transseptal needle 71 cm standard curve. There was no evidence of a steam pop. The flow rate of the catheter was set at 8 ml under 30 watts; 15 ml > 30 watts. No error messages were observed for bwi equipment. Graph, dashboard, vector, and visitag modules were used for force visualization. Visitag stability settings were 2.5 mm for 5 sec, force over time 25% at 3g, tag size 2 mm, respiratory adjustment, time color option. Based on this information the ablation settings were as prescribed. Since the effusion was discovered post-ablation the event will be conservatively reported under the ablation catheter.